Event description:
Edwards received information that a 3300tfxj aortic pericardial valve, implanted approximately five (5) years, was explanted due to aortic stenosis. Elevated pressure gradient was observed, and echocardiography and computed tomography showed opening restriction of the leaflets. The device was explanted and replaced with an abbott mechanical valve with no patient adverse events reported. The patient status was reported as under treatment. File will be updated.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.

Manufacturer narrative:
H3. Device evaluation: customer report of stenosis was confirmed through observed host tissue overgrowth. X-ray demonstrated wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8 mm on leaflet 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 at the outflow aspect. Host tissue overgrowth fused leaflets 1 and 3 by approximately 3mm at commissure 1 and leaflets 2 and 3 by approximately 2mm at commissure 3 on the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut off around the valve and exposed the metal band on the inflow aspect. Cut off sewing ring fragment was not returned.